Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: surgical procedure: umbilical hernia. Batch: at6652. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on an unknown date and suture was used. During suture use, the thread detached from the needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). H 6. Investigation findings: c22 ¿ photo evaluation. Photo investigation summary : this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the picture shows an empty aluminum package. The picture is not clear to determine the failure mode or reported condition. Based on the photo review, the event describes is not confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.